Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Accelerated stress test was performed and found motor a stalling. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of difficulty breathing and chest pain with hospitalization and reported air in the patient as the patient alleges the event was caused during therapy by the liberty select cycler. However, despite the allegation, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, the patient presented to the pdrn a paper from the hospital stating ¿disorder of the peritoneum¿ which could indicate a physiological process with the patient¿s anatomy. Prior to the adverse event, no issues or malfunctions were reported due to pd therapy or the liberty select cycler. Pneumoperitoneum (air in peritoneal cavity) is a known complication of pd therapy. Based on the limited information the liberty select cycler cannot be excluded as causing or contributing to the patient adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had been in the hospital due to air being in their system. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the patient was traveling for work when they contacted the pd clinic for complaints of difficulty breathing and chest pain. The patient was advised to go to the local emergency room. The patient was not on the liberty select cycler at the time of the event. The patient was admitted to the hospital. The patient reported having an x-ray done that showed they were full of air. The patient alleged that the liberty select cycler was the cause of the air. Per the pdrn, this cannot be confirmed as no hospital documentation has been provided. No hospital course is known. The patient was discharged (B)(6) 2019. The patient had reported not completing dialysis for two days prior (during hospitalization) to the tech support call on (B)(6) 2019. The pdrn reported that the patient was seen at the pd clinic on (B)(6) 2019 and had a paper with them that stated ¿disorder of the peritoneum¿ (unspecified) and no further documentation was provided. The pdrn stated that the patient did not report any liberty select cycler issues prior to the hospitalization and that all treatments had been completed to that point.